Manufacturer narrative:
This event is being reported because the force bipolar instrument would not release its jaws via either system commands or instrument release kit (irk) usage. The site excised the peritoneum stuck in the instrument jaws to remove the instrument from the patient anatomy and system. The excised tissue was sutured to the peritoneal closure with a v-lock suture. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported issue. Failure analysis found the primary failure of broken grip cable at the proximal end to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the proximal end (in the housing). As a result, non-intuitive motion may be observed and loose grip cable is observed at the distal end. The root cause of broken - proximal instrument grip cables is attributed to a component failure. Failure analysis also found the following additional observations that were not reported by the site: the instrument was found to have a broken grip at the grip base where it meets the distal clevis pen. A piece approximately 0.08" x 0.13" was found to be broken off the distal end. The broken piece was not returned. The root cause of broken instrument grips-tips is typically attributed to mishandling, such as excess force applied to the instrument jaws. The instrument was found to have damage of the conductor wire¿s insulation. Electrical continuity was performed and passed. No thermal damage observed. Root cause of this failure is attributed to a component failure. Additionally, the instrument was found to have a frayed grip cable at the distal end. The root cause of frayed - distal instrument grip cables is attributed to a component failure. A review of the device logs for the force bipolar (part# 471405 / lot/serial#(B)(4)) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2021 via system serial# (B)(4). There were 6 uses remaining after this last usage. A senior manager of technical support reviewed the customer call to technical support on (B)(6) 2021 and reported the following information: during the call, the customer initially reported that an instrument¿s jaws would not open and that the instrument release kit (irk) did not work. The caller then mentioned the instrument was stuck on tissue, but then someone in the background of the call quickly stated that no, the instrument was stuck on the cannula. There was no mention of dissecting tissue during the time of the call. The csr (on the other line) was driving the troubleshooting and recommended the surgeon to remove the instrument with the cannula. The instrument appeared to be broken at the wrist. They undocked the arm with the instrument and cannula and moved it out of the way. They were able to get the instrument disengaged from the arm. This event has been deemed as a reportable event because it was reported that the force bipolar instrument would not open its jaws via either system commands or irk usage. This caused the site to excise the tissue the instrument was grasping and suture the tissue.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the force bipolar instrument jaws would not open while grasping tissue. An instrument release kit (irk) was used, but the instrument jaws still would not open. The site cut the tissue out of the instrument jaws to remove it from the system. It was reported that the instrument jaw got caught on the cannula making it difficult to remove, so the cannula was removed with the instrument inside. Then, the instrument would not release from the system arm. The customer reported using additional force to remove the instrument from the system arm. Follow-up: on 05-may-2021, an intuitive surgical inc. (Isi) clinical sales associate (csa) provided additional information about the event: the csa was not at this procedure in person, but was called in via facetime when the instrument would not release the tissue and technical support was called. It was reported that the tissue that was excised was peritoneum from the inguinal hernia sack. There was no bleeding from this excised tissue and the site did not consider this an adverse event. There was no change in the procedure outcome due to this excision of tissue. It was reported that the hernia sack was very large during this procedure and that the customer did not receive any faults or messages during the event. It was unknown how long the force bipolar was in use. Follow-up 2: on 05-may-2021, an isi clinical sales associate (csa) provided additional information was obtained about the event: the csa called the surgeon of this procedure and gathered the following information. The area where the peritoneum was excised was incorporated into the peritoneal closure. The surgeon reported that this resulted in the same structural integrity of a normal peritoneal closure. The area that the peritoneum was excised from did not impact the closure of the peritoneum. The peritoneum was sutured normally with a 2-0 v-lock suture in a running fashion. The surgeon said the tissue that was excised was redundant and did not impact the outcome of the procedure.